Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited oversensing resulting in an inappropriate shock to be delivered in two episodes. After the first delivered inappropriate shock, the s-ICD was reprogrammed to the secondary vector. Approximately four months later, the second inappropriate shock was delivered. Further evaluation is expected at the next follow up appointment. This device remains in service. No adverse patient effects were reported.